Event description:
It was further reported that the patient presented with an acute myocardial infarction and was treated with a liberte bare stent. Afterwards, the patient was seen for follow up and restenosis of the liberte bare stent was confirmed. A promus stent was placed distal to the liberte bare stent and there was an overlap section. After postdilation of the lesion it appeared that the kinetix guidewire was jailed in the stent, it seemed that the wire went in and out of one strut, causing a tip separation.

Event description:
It was further reported that the patient presented with an acute myocardial infarction and a liberte bare stent was implanted one year prior to the in-stent restenosis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same patient as 2134265-2010-03741. It was reported during percutaneous intervention procedure, in-stent restenosis occurred. A veriflex (liberte') bare metal stent had been previously implanted in the moderately tortuous mid right coronary artery (rca). During the same procedure, a promus stent was implanted in the distal rca. At some point post-procedure, during follow-up angiography, restenosis of the veriflex (liberte') stent was confirmed. An intervention was performed by crossing the lesion with a kinetix str 185cm guide wire and viewing the lesion with optical coherence tomography (oct). The lesion was then dilated with a maverick 2 - 2.5x15mm balloon and the balloon was removed. After the balloon was removed, the physician felt there was "something wrong" with the kinetix wire and attempted to withdraw the wire. Upon withdrawing the kinetix wire, it was noted the wire was trapped. It is not known what the wire became stuck on but as the physician continued to attempt to withdraw the guide wire, the wire detached and remained in the distal rca. A non-bsc guide wire was advanced distally and the detached portion of the kintex wire was removed with a snare. A non-bsc 3.5x28mm stent was then implanted to complete the re-intervention. No further patient complications were reported and the patient status is reported as good.